Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report # 1627487-2013-13756. It was reported the pt wasn't receiving effective stimulation therapy for her foot. The pt's entire scs sys was explanted and replaced. The pt was receiving effective stimulation coverage for her foot pain postoperative.